Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalised on (B)(6) 2026 with diabetic ketoacidosis. The patient¿s blood glucose levels rose to 445 mg/dl while wearing the pod between 36 and 48 hours. It was reported that the patient was wearing the first pod whilst on the flight to poland when their blood glucose levels started to rise. The patient then removed this pod and applied a new pod (B)(6) and attempted to bring their blood glucose levels down using this pod, however this was unsuccessful. Reported symptoms include vomiting, weakness, fatigue, dry mouth, slurred speech and confusion. It was also reported that the patient¿s ketone levels measured 5 (unit not provided). The patient was treated with fluids as they were also confirmed to be dehydrated, and insulin. The patient was hospitalised for 3 days. The patient usually resides in united states of america however they were travelling in poland at the time of this incident.